Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).

Event description:
It was reported that an alert triggered due to high impedance on the rv and svc coils on the right ventricular lead. Manual measurements during pocket manipulation showed an increase in both coils, but no fluctuation in the rv tip to rv coil. The lead remains in use. No patient complications have been reported as a result of this event.